Event description:
It was reported that the patient had inadequate coverage of pain areas and stimulation was felt on the stomach rather than the lower back. The patient underwent a spinal cord stimulator (scs) system explant procedure and there were no reported complications postoperatively. The explanted device components were not returned.

Manufacturer narrative:
Block d2b: pro code (product code): qrb. Additional suspect medical device components involved in the event: model number/catalog number: sc-8216-70, serial number: (B)(6), batch/lot number: 15580823, model/catalog description: artisan lead 70 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4316, batch/lot number: 15984463, model/catalog description: clik anchor, unique identifier (UDI) #: (B)(4). Sc-1110-02 (sn (B)(6)). Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.